Manufacturer narrative:
Concomitant product UDI for cx preconnect ms is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced herniation of the reservoir, which led to discomfort. A surgical procedure was performed in which the reservoir was removed and replaced. There were no further patient complications reported.